Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported physical damage to the insulin pump. Blood glucose was unknown. Customer stated there were scratches on the lcd screen and cracks on the battery compartment. Customer also mentioned that screen is hard to read. Advised customer to discontinue use of pump and revert to back-up plan per health care professional instructions. Insulin pump is being replaced . Product is not returning for analysis.